Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred when the patient used improper hand hygiene by not washing his hands with antibacterial soap and using a bath towel instead of paper towels to dry his hands prior to performing pd. This break in aseptic technique resulted in peritonitis on (B)(6) 2011, and the patient was hospitalized due to the peritonitis that same day. Treatment for the peritonitis was not reported. On (B)(6) 2011, the patient was recovering from the peritonitis and was discharged from the hospital that same day. On (B)(6) 2011, the patient was provided re-education with return demonstration on proper hand hygiene. Therapy with dianeal was ongoing. Concomitant medications were not reported. The nurse did not provide causality for the event of break in aseptic technique, but stated that the event of peritonitis was not related to dianeal therapies.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11g11033 and h11e03018 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the use error which caused the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.